Manufacturer narrative:
The company service representative examined the system and replaced the transducer tubing and vent stinger for the low vacuum reported. The company service representative cleaned the drain basin and plungers. The system was then tested and met all product specifications. The parts replaced were disposed of in the field. A review of complaints for this system for the last 24 months did not indicate any additional reports for this system. The root cause of the low vacuum has been attributed to a nonconforming transducer tubing and vent stinger. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 03/11/2009.

Event description:
The nurse reported the surgeon noted irrigation and aspiration issues. Additional info received stated the surgeon had a posterior capsule tear due to low vacuum. The event was not triggered by any particular action and no system messages displayed. The case was completed and an iol was implanted. The nurse stated no pt injury occurred.